Event description:
It was reported that the patient underwent a surgery for unknown reason involving a penile prosthesis. A tactra penile prosthesis was implanted during this procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.